Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) arm involved with this complaint and completed the device evaluation. The usm arm was functionally tested and failed specification. Inspection identified no fluid intrusion or physical damage. Review of the system logs confirmed a related error related to the clock spring assembly. After replacement of the clock spring assembly, the usm arm was verified as ready for use.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, multiple error faults (error code error 25730, 23098 and 32114) were displayed indicating a fault on universal surgical manipulator (usm) arm 1. The surgeon elected to disable usm arm 1. The user continued with the procedure with the remaining usm arms using the same system. No known impact or patient consequence was reported. The customer reported the issue to dvstat after the fact and received phone assistance from the technical support engineer (tse). Tse confirmed that the several related errors based on the system logs.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and reproduced the issue. Fse indicated an intermittent error fault. Fse identified a defective usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the replaced usm arm; however, failure analysis is still ongoing. The information gathered indicates that the device may have contributed to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.